Event description:
The customer reported a stator not on error. The fe reported this was an intermittent issue and the unit locked up during use. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor relay pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.